Event description:
An endovascular stent graft was being utilized on a male pt for elective repair of an aaa in 2008. The pt's anatomic form was suitable for aaa repair. There was mild calcification and uneven diameter of the ipsilateral common iliac artery. The procedure went as labeled; however, confirmatory angiography revealed the ipsilateral distal type I endoleak. The ipsilateral distal seal site was re-ballooned, but the endoleak persisted. The site was then ballooned with a pta balloon. The endoleak appeared smaller during a subsequent angiogram, and the procedure was concluded. Pt improved.

Manufacturer narrative:
Event eval: still under investigation.